Event description:
It was reported that the when implanted the anchor, after lightly knocked twice, the tip of the anchor broke. No patient injury was reported.

Manufacturer narrative:
The device complaint states: ¿when implanted the anchor, after lightly knocked twice, the tip of the anchor broke¿. The insertion device, a single suture and partial anchor was returned. The balance of the anchor was not included. Proper audible click is heard with advancement of the torque limiter. Rotations show that the inner shaft rotates slightly off axis. This occurs with adjusting the insertion angle while advancing the anchor. Visual inspection confirms both the anchor¿s outer portion and inner grub screw have been fractured from forceful tightening during attempted securing of the suture. The evaluation is based upon physical condition of components received. The condition of the anchor is symptomatic of excess force applied. Relevant clinical details such as size and method of tap or tunnel, patient bone quality were not provided. Following specific prep recommendations is essential for successful use of this product. No related observations were reported during the manufacturing run of this product. No root cause related to the manufacturing of this device can be confirmed.

Event description:
It was reported that when implanted the anchor, after lightly knocked twice, the tip of the anchor broke, all pieces were removed. No patient injury was reported.